Event description:
A customer contacted beckman coulter (bec) to initially report differential laser offset errors of greater than 1.40 and also failed latron control results on the coulter lh 750 hematology analyzer. A bec field service engineer (fse) reported that there was fluid leak of less than 1 ml and an air leak from the lh750. The fluid leak was contained within the instrument. The operator was wearing personal protective equipment (ppe) at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse observed a leak in the flowcell, a weak compressor and defective laser sensor. The fse also observed a leak in the input port of the water separator. The fse replaced the flowcell, weak compressor and defective laser sensor, resolving leak, and latron control issues. Failure mode is related to: a flow cell sample line leak, an air at the water separator in the power supply and a defective compressor and laser sensor. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).